Event description:
It was reported that the patient presented in the ER after the device failed to deliver therapy. Upon device interrogation, low impedance was noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.